Manufacturer narrative:
Internal complaint reference:(B)(4).

Event description:
It was reported that, during an arthroscopy procedure, the t1 of the fast-fix 360 was passed, and when the t2 was activated, the needle went down but the t2 remained. Both t's were retrieved form the patient by pulling the suture. Surgery was completed with a back-up device instead used in an additional hole. A hole was left in the patient. There was a delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H2: additional information: h6: medical device problem code h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The suture knot is tightened down. The actuator is at the tip of the needle. The needle assembly is severely bent. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will not cycle and remains stuck at the tip of the needle. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.